Manufacturer narrative:
The device was evaluated and repaired by the provider in the field. The provider replaced controller, sd card, and power module. The unit is working properly.

Event description:
Provider alleges consumer alleges she was standing in front of her chair when her chair allegedly drove on its own or at least the consumer thought it drove on it's own, allegedly injuring her foot.

Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer alleges she was standing in front of her chair when her chair allegedly drove on its own or at least the consumer thought it drove on it's own, allegedly injuring her foot.